Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. Her blood glucose meter was giving her normal blood glucose results. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.